Event description:
Pain in the pelvic region, more severe on one side. Heavy erratic bleeding all month, every month. Sudden sharp severe pelvic pain with sudden movements that will drop me on the spot. #medwatcher #mw156381.